Event description:
Additional information was received that the patient heard beep tones from their device after it was checked. Boston scientific technical services (ts) discussed reason for beep tones if the device reaches explant status or has issued an alert. The caller confirmed a replacement has been scheduled for the following week.

Event description:
As part of an analysis to review the safety architecture low voltage alert (code 1003), battery voltage data was pulled from the remote patient monitoring system. During our analysis, the device was identified as demonstrating evidence of premature battery depletion that could potentially lead to compromised therapy if not addressed in a timely manner. Boston scientific technical services proactively reached out to the field representative to notify them of this finding and recommend device replacement. At this time, the device remains implanted and no adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device remains in service at this time. This report will updated upon receipt of additional information.

Manufacturer narrative:
(B)(4).

Event description:
The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The field representative informed that the device would not likely be returned as the hospital retains devices after they are explanted. Should the device get returned at a later date, this report would be updated.